Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned devices noted that the loading units were fully fired. The clamping mechanism on the three loading units were deformed and the other two was no visual abnormality found. The loading units were loaded into returned instrument for functional testing. The loading units were cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading units from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had an unknown issue. There was no patient injury.